Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure; the comprehensive augmented baseplate inserter broke off in patient during implantation. The broken peg was left in the patient as it would have required removing the baseplate that was already implanted. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b7; d2; g1; g3; g6; h1; h2; h3; h6 the complaint can be confirmed through the returned product analysis. The peg has fractured off the distal end of the inserter, and not all pieces were returned. Visual examination of the returned product/provided pictures identified signs of use and wear and tear. There is damage to the device, including scratches and gouges on the body and baseplate of the inserter. The baseplate also has discoloration. The device history record was reviewed, and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.